Event description:
At 0330 on 3/27/92 the patient was again successfully suctioned using the crash cart device. At approximately 0500 the patient coded and the crash cart suction would not work. Another crash cart was brought into the patient's room from the intensive care unit. The suction failed again. The patient subsequently expired with brain stem stroke designated as the cause of deathdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: mechanical problem, telemetry failure, other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service, invalid data. The device was destroyed/disposed of.